Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the same cartridge to resolve the issue. It was then reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that the pump shut off unexpectedly. Reportedly the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 200 -250 mg/dl.